Event description:
Five years postoperative, the valve was explanted due to a leaflet tear. The surgeon was unable to dissect the valve from the annulus and a full root replacement was performed with a sjm cavgj (model/serial unknown). The pt was reported to be in stable condition postoperatively. Add'l info has been requested.